Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead was undersensing and had high thresholds after multiple attempts of repositioning. The lead was not used. No patient complications have been reported as a result of this event.